Event description:
A customer reported that the phaco tip was clogging during a combined cataract and retina procedure. The surgeon heard the system bell's ringing and that is when it was noted that the aspiration had stopped working. The product was exchanged and the procedure was completed without consequences to the pt. Additional info was requested from the reporter, however, it was informed that there is no additional info available. A product sample is not available for evaluation.

Manufacturer narrative:
Investigation results: no unk ozil phaco tip was returned for tip blockage. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification and are cleaned during the manufacturing process. Because a sample was not returned and no lot info was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).